Manufacturer narrative:
Follow-up #1: date of submission 01/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings: the battery compartment was cracked in two places: from the top and below the bumper pad. There was a battery compartment leak with evidence of moisture corrosion inside battery compartment and internal pump. Due to the internal moisture damage, the pump was unresponsive and unable to power up. No battery cap was returned with the pump, so a test battery cap was used for the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked and there was evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.